Event description:
Baxter (B)(4) received a report that an infusor patient control module (pcm) had a leak from the pcm button during patient use. The device was filled with a solution containing fentanyl citrate. This condition interrupted therapy and potentially caused a breach in the sterile fluid pathway of the device. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). After further evaluation by baxter personnel, the root cause of the confirmed leak on the patient control module (pcm) was determined to be insufficient bonding at the junction of the pvc tubings.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: baxter received one patient control module (pcm) for evaluation. The reported condition of a leak was confirmed. The pcm was visually inspected for any signs of physical abnormality, however, none were found. A leak test was subsequently performed by: (1) closing off the distal luer, (2) placing the shipping tab onto the demand button, (3) connecting the pcm to a constant air pressure source, (4) adjusting the air source pressure to 25 psi, (5) submerging the pcm in water for 5 minutes while connected to the pressurized air source, (6) then analyzing for leakage in the pcm fluid path as evidenced by bubbles rising from the water. As a result, a leak was observed coming out of the area of the pcm button at 9 psi. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.